Manufacturer narrative:
Relevant tests/laboratory data, including dates, corrected data: initial report did not report most recent patient settings known with the available generator data.

Event description:
Further information was received that provided the patient's current autostimulation settings. Updated data from the generator was also received and analyzed. The data showed that the battery had reached the 25% indicator based on the measured battery voltage. However, based on the estimated charge consumed, the battery was expected to be at the 50% indicator. This confirmed that the battery had depleted too quickly and reached the 25% battery indicator prematurely. It was previously noted that the generator had been laser-routed. The laser-routing process used in manufacturing of this generator is known to potentially cause conductive debris which leads to excess current draw. Therefore, the most likely cause of the premature battery depletion found through the generator data was the laser-routing process. While reviewing the data, it was found the generator had reached the 25% battery indicator by the day the manufacturer's representative was first made aware of the event. She reported seeing a 50% battery indicator, but based on the information from the generator, the battery had reached the 25% battery indicator. No other relevant information has been provided to date.

Event description:
Report was received that a patient was referred for a generator replacement due to low battery. The battery status was not known at the time of the initial report. Further information was received that a manufacturer's representative was in the clinic a week prior to the referral for replacement. She indicated that she saw the patient with a 50% battery indicator at this visit. She had attributed this depletion to the patient's generator settings, but the physician and staff expressed surprise at the battery status. A month later, the patient's nurse reported that the physician was concerned that the patient's device was prematurely depleting as it was implanted in (B)(6) 2015 and currently "less than 50%". A review of the device history record showed the generator was laser-routed during the manufacturing process but had passed all quality inspections prior to release for distribution. Data from the generator was analyzed. Data was available from the date of implant to (B)(6) 2016. The data provided and reviewed showed indications that the battery was potentially depleting at a faster than anticipated rate. However, the battery status provided at that time was accurate based off the capacity consumed and the voltage depletion rate could not be confirmed as an anomaly. No further relevant information has been received to date.

Manufacturer narrative:
Date received by manufacturer, corrected data: follow-up report #1 inadvertently listed the date as 07/18/2017. The correct date was 07/28/2017.

Event description:
Further information was received that the patient's generator was replaced. The generator was returned and received by the manufacturer. Product analysis has not been completed to date. No further relevant information has been provided.

Event description:
Product analysis was completed on the generator. Visual examination identified typical tool marks, scratches, and discoloration associated with normal implant and explant procedures. Residue was also found on the feed-thru assembly. The generator case was opened and the pcba showed contaminates on the trimmed edge of the pcba. The generator was interrogated and system diagnostics were performed. All results were normal. A comprehensive automated electrical evaluation showed that the device performed according to functional specifications. The pcba was subjected to electrical tests and failed several of those tests. Based on these results, the contamination that was observed on the trimmed edge of the pcba suggest probable electrical paths (resistive path) were established between the copper edges on the trimmed edge of the pcba, which contributed to the supply current conditions. Data from the generator was also reviewed. The battery voltage and estimated charge consumed was show from the last auto-measurement. The measured voltage was lower than expected based on the charge consumed. No other anomalies were seen. No further relevant information has been provided to date.